Manufacturer narrative:
Initial.

Event description:
The user who participated in the ilet experience survey reported that insulin cartridge was leaking inside the pump, and the user experienced a severe high blood glucose event (exact value not provided). No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization. Investigation of this case revealed an internal cartridge leak consistent with a device component failure of the cartridge causing insulin under-delivery and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the cartridge leading to insulin delivery interruption.